Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The customer pricks the finger before the countdown begins. Per product labeling, when using capillary blood the customer should apply the sample to the test strip within 15 seconds after lancing the fingertip and within 30 seconds when using venous blood.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient's husband complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The patient tested on the meter at 11:22 a.m. With a result of 3.9 inr. The result from the laboratory at 11:52 a.m. Was 2.5 inr. On (B)(6) 2019 the patient tested on the meter at 9:52 a.m. With a result of 4.2 inr. The result from the laboratory at 11:22 a.m. Was 2.7 inr. The patient was not treated based on the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The patient is in good condition. The patient is not anemic, is not taking heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The patient is not experiencing any bleeding or bruising. The patient has had no changes in diet or medication. The meter and test strips were requested for investigation. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.